Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation hadn't been used for over a year. The patient reported that it had been two years since it was last charged. The implantable neurostimulator ins was overdischarged. The patient stopped using the therapy as it created more problems than it was helping. Right after the surgery, the patient experienced shooting pain in his feet, which he had never previously had. The patient noted being told that was normal. Several reprogramming sessions were done. Additionally, due to the placement of the ins, the middle of the spine, it was very painful to have to lay on it to charge. Charging took over four hours. The patient did not plan to continue with the therapy. Concerning the symptoms of shooting pain in the feet, it was noted to be a sudden change. A physician mode recharge (pmr) was needed in order for the patient to be able to have magnetic resonance imaging (MRI) done for an unrelated medical issue. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.